Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The system¿s umbilical cable was replaced, thus resolving the issue. The system then passed the system checkout and was found to be fully functional. The umbilical cable has been received by the manufacturer, but analysis results are not yet available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system was remaining in standalone mode and not changing to 2d mode despite being connected to the mobile view station (mvs). There was no patient present when this issue was observed.

Manufacturer narrative:
The analysis of the interface (umbilical) cable was completed by medtronic personnel. Testing found the reported issue occurred intermittently when connected to a known operational imaging system. Additionally, it was noted that the cable passed continuity and bench testing. If information is provided in the future, a supplemental report will be issued.